Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2016 with the following findings: review of the black box data revealed multiple unexpected power on reset events recorded on (B)(6) 2016. The battery cap was undamaged and able to fit securely. The battery cap was evaluated and determined to measure within the required specifications. The pump powered on with auditory and vibration to a blank screen. Investigation was not able to investigate the reported ¿intermittent power¿ complaint due to the blank display screen. The pump cover was removed revealing that the display screen was cracked at the back. A test display screen was mounted and the pump was able to power up with a fully illuminated and functional display screen, no intermittent condition was found to the power circuit. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Manufacturer narrative:
Follow-up #2 date of submission 12/09/2016 ¿ correction to serial #.